Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 2249697-2012-02057.

Event description:
It was reported that the rejuvinate revision stem was removed with some difficulty a secure fit plus stem was implanted and a dall miles cable was secured around proximal aspect. Additional information: pt was revised for pain and elevated ion blood levels.